Event description:
It was reported that the wake button on pump is loose and often undrespoinsive so display is not visable and screen is black; button must be pushed mutliple times in order to view screen or persform any actions." Additionally, it was reported that the pump tochcreen is "often unresposive." Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.